Manufacturer narrative:
Exact date unknown, event occured likely in (B)(6) 2021.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the lead tail was wiped wet and dry multiple times. The physician also tried to put the lead into a different port however impedances stayed high. The patient was doing well postoperatively.